Event description:
Additional information received: a. What do you mean by broken? Did it broke into two or more pieces, cracked, bent or any other deficiency with the device that was not function as intended? Broke in 2 pieces.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: b5. Corrected: h5. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1 device history review: part:03.043.008s. Lot:10397314. Manufacturing site: werk selzach. Supplier: (B)(4). Release to warehouse date: 19 nov 2024. Expiration date: 01 nov 2029. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the trocar snapped during insertion and a piece of plastic remained in the pfj. This was completely retrieved by surgeon. As they were trying to insert the sleeve with trocar in situ, the trocar snapped at the distal end, the portion that is outside the sleeve. The sleeve was removed and that¿s when the surgeon realised the distal end of the trocar broke off. Surgeon then immediately retrieved the broken piece. The sleeve that was used in conjunction with the trocar was the rigid sleeve. There was no patient harm or delay to surgery. They used the expert sleeve instead.